Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered the system on but did not find any errors. The fse replaced the console viewer as a precaution for customer satisfaction. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon console was faulting with error 23055. The site had already attempted a standard reboot with no change. The technical support engineer (tse) then guided the staff through a hard reboot, which also did not resolve the error. The site had moved the case to a different robot before contacting the tse. The procedure was aborted to another da vinci prior to patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The reported issue was not replicated on site. Fa performed visual inspection and found no problem related to the reported issue. Fa checked the field system logs and confirmed the error 23055 had occurred. Fa installed the viewer on an internal test system and the viewer functioned as designed. Fa power cycled multiple times with no errors. Fa was unable to replicate the reported issue during system testing. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the viewer found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.